Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, there were sample quality issues and erroneous results were obtained. The customer had a very high triglyceride levels which were outside the norm, so a second analysis was carried out, and the values came back normal. No patient impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-jun-2024. Investigation summary bd received ten (10) samples and two (2) photos for investigation. The photos and the samples were evaluated and the indicated failure mode for gel air bubbles was observed, however, gel smearing and erroneous results were not found. Additionally, 100 retention samples of the incident lot selected from bd inventory were evaluated and no gel defects were found. Factors that may contribute to erroneous results-triglycerides were evaluated through a clinical study to verify the design of the device met its intended use. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-triglycerides) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations (including bubbles in gel and gel smearing) of both retention and control samples tested demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles and unconfirmed for gel smearing and erroneous results-triglycerides. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, there were sample quality issues and erroneous results were obtained. The customer had a very high triglyceride levels which were outside the norm, so a second analysis was carried out, and the values came back normal. No patient impact was reported.